Manufacturer narrative:
Date of event was reported in multiple time lines: (B)(6) 2018 = MRI/device not working; (B)(6) 2019 = device not helping; (B)(6) 2019 = rectal pain. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device had been working great but then they had an unrelated MRI (done late last (B)(6) 2018) because of stomach issues (this was done to check their colon). The patient stated that, not too long afterwards, where they started to have bladder symptoms again. The issues of the device not helping them started in (B)(6) 2019. They ignored this and 2 days ago they decided to check the device with the programmer to see if something was wrong. Using the programmer, it showed the patient was at 3.0 and the stimulation was on. When they increased it ¿hurt too bad like a shock inside implant location¿ so they decreased to 2.6 volts. The patient stated that ¿the bottom line is that the device is still not working¿. It was noted that the patient had been to their healthcare professional (hcp) since the MRI. They also reported pain towards the rectal area and was now back to urinating every 30 minutes and ¿dripping¿. It was noted that the pain issue started 2 days ago ((B)(6) 2019). The patient was currently on program 3 at 2.4 volts. During the report, the patient increased to 3.6 which hurt so they lowered it to 3.5 volts. They then changed to program 4 at 2.5 volts and did not feel pain in the rectum and felt the stimulation in the bike seat area. The patient was going to try this setting for a while. There were no further complications reported or anticipated.